Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed no delivery, twice, during bolus delivery. The customer's blood glucose was 300 mg/dl. Troubleshooting was not performed since the reported event was a passed issue, which was resolved by changing the set. The caller stated that they discarded that set and could not return the infusion set or the reservoir for analysis. Nothing further was reported.